Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt had a pain in hip. It was found through x-ray that the nail was broken. The pt is under observation now.

Manufacturer narrative:
The device associated with this report was not returned. Review of the provided x-ray confirmed the top portion of the nail broke. Provided information states full weight bearing was started 3 weeks after the initial surgery. The indication section of the surgical technique states these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subjected to repeated stress in use, which can result in metal fatigue. (B)(4), the manufacturing facility, stated at the time based on the fact that no discrepancies were noted for the products being accepted. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.